Event description:
A manuscript titled "efficacy of vagus nerve stimulation in intractable epilepsy patients in cyprus" was received by the manufacturer for review. The article discusses efficacy of vns over time, which was analyzed in 27 patients. Within the section titled "surgical results, complications, and device removals," it was reported that one patient had vns removed due to occasional neck pain related to duty cycle. It was found among the patients that exhibited this symptom that upon alteration of the vns parameters the pain symptoms would usually subside. It is unclear from the manuscript if the explant was taken for patient comfort or to preclude a serious injury. Attempts for additional information have been unsuccessful to date. The report of one patient who developed an infection is captured in mfg report number: 1644487-2013-00102. The report of one patient who had vns explanted due to dysphagia associated with vns stimulation is captured in mfg report number: 1644487-2013-00103. The reports of two patients who died of sudden unexpected death in epilepsy (sudep) are captured in mfg report numbers: 1644487-2013-00104 and 1644487-2013-00105. The report of one focal patient who had 0% change in the seizure frequency or worsening of seizures is reported in mfg report number: 1644487-2013-00101.